Manufacturer narrative:
The device was not returned for analysis however customer sent some pictures. Visual inspection shows a bottle with the part number cn0010 and a label with the printed lot number 0004150098. No defects were seen in the pictures provided. The defect reported by the customer was not confirmed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. PMA/ 510(k): enforcement discretion. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that our ck0010 neb kit w adapter sterile water 1000ml was not misting. There was no patient harm.